Event description:
It was reported patient was not compliant with recovery and went back to construction work 1 week after the scs system was implanted. X-rays showed the left side s1 lead migrated. Surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: 8527692. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.